Manufacturer narrative:
Additional information was received on 9/17/2019. The serial number of the complaint device was confirmed to be (B)(6). The manufactured date and sterilization expiration date have populated. Additional information was received on 10/2/2019. The complaint device was discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Additional information was received on 10/7/2019. In addition to the deflation reported previously, the patient also experienced ptosis. Removal of the implants with mastopexy was performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 9/17/2019. The serial number of the complaint device was confirmed to be (B)(4). The manufactured date and sterilization expiration date have populated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number 6798949, and no non-conformances related to the reported complaint were identified. A manufacturing record evaluation for lot #6811918 is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female who underwent primary breast augmentation with a mentor smooth round moderate profile 350cc saline prosthesis experienced spontaneous right sided deflation post procedure. The deflation was confirmed by a physician. As a result, an explant was performed on (B)(6) 2019. Serial/lot numbers (B)(4) and (B)(4) were both provided, however, it was not indicated which implant was the right sided device that deflated. If additional clarification is received a supplemental report will be submitted. The manufacturer¿s record evaluation for each lot number will be provided.